Manufacturer narrative:
The device is retained by the hospital. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the proximal right coronary artery. The lesion was pre-dilated with a trek balloon dilatation catheter (bdc) with no issues reported. The 3.00x12 mm xience alpine stent delivery system was advanced to the lesion without resistance and when inflated to 10 atm, the balloon ruptured. The stent was implanted and there were no reported adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture (pinhole leak) was confirmed. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3: the device was returned.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture; however, factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. A cine was reviewed by an abbott vascular clinical specialist and although the reported events were confirmed (a pinhole in the balloon was visualized), the images provided do not include any patient anatomy or any of the procedure; therefore, a cause for the pinhole was not able to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.